Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model is unknown, serial number/date code (B)(4) is approximately 11 years old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Facility, (B)(6), called stating that while a patient was being lifted on an unknown lift. The lift allegedly stopped working and the patient began to slowly descend. The lift is no longer being used. No injury alleged.